Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer states the reservoir had a strong insulin smell and moisture was exposed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.